Event description:
A 10 ml sprayshield kit and air assisted sprayer sterile single use which had an expiration date of (B)(6) 2014, was used on a pt on (B)(6), 2014. Note: this was supplied to the hospital by the previous distributor in (B)(4) and was not shipped from integra life sciences-(B)(4).

Manufacturer narrative:
The device involved in the reported incident is not expected to be received for eval. An investigation has been initiated based upon the reported info.